Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that about 15 years after implant, during a follow up, loss of capture and ventricular impedance out of range were noted. Device reprogramming to unipolar detection and stimulation solved the problem. The lead was not returned. It remains implanted and active. The date of implant was not provided.